Event description:
Attorney reported: 2005 - the pt was implanted with two ventralex mesh patches to repair a hernia defect. In 2007 - the pt underwent removal of the previous placed mesh patches. The pt continued to experience abdominal pain and discomfort after his hernia repairs. The pt has suffered had will continue to suffer physician pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available. See MDR 1213643-2009-00217 for info related to the other ventralex mesh implanted in 2005.